Manufacturer narrative:
This head was attached and appeared to be the issue of variation in speed, grinding or rattling noise inside, unit ran for 4-5 minutes without heat issues. Corrosion on inside on gears. The device was replaced.

Event description:
It was reported that a midwest push button friction grip head contra angle overheated during use; no injury resulted.